Event description:
The device was returned for mechanical hardware failure (screen, no input). Upon return, the device was powered on and attached to a bracket. The lcd touchscreen did not respond to user inputs after the device powered on. The device was opened to inspect for internal damage. No internal damage was identified. The flex cable that allows the lcd touchscreen to accept inputs was found unseated from it's connector on the main pcba. The latch for the cable was found closed and pinch marks were found on the gold plating of the cable indicating that at one point the flex cable was seated in the connector. This connection was reseated. The lvds cable was found slightly unseated from it's connector on the main board. This connection was also reseated. The device will be sent through the repair process before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "touch screen is not responding. Tried to shut it down and no luck on touch screen. Patient harm: no." A preliminary review of the logs identified the following issue: mechanical hardware failure .(screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a